Event description:
It was reported that this right ventricular (rv) lead has exhibited high capture thresholds. Additionally, the health care professional (hcp) stated this lead failed. No further information was provided. No adverse patient effects were reported. At this time, this lead remains in service.